Event description:
It was reported that the procedure was to treat a heavily tortuous superficial femoral artery. A 6.0 x 40 mm absolute pro was being advanced using a radial approach through a very tortuous anatomy when resistance was met and the distal shaft broke just proximal to the stent holder. The device did not separate and was removed from the anatomy without resistance. A 5 x 40 acculink ii was the advanced when it met resistance and the shaft separated. The proximal portion was removed with resistance. The distal portion was successfully removed using a snare device. The procedure was completed successfully using a new device with an antegrade approach. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect anatomy. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 5 x 40 rx acculink is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported broken shaft was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted the indications section of the absolute pro vascular self expanding stent system instructions for use (IFU) states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. Based on the information reviewed, there is no indication of a product deficiency.